Event description:
Philips received a complaint on the intellivue multi measurement server indicating that the blood pressure measurement is not accurate. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone#(B)(6). A philips authorized service personal (asp) evaluated the device and found that the nbp pump was faulty and replaced the nbp pump assembly to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.